Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assembly and performed all functional and safety checks to meet and pass to factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical ctr.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an auto fill failure. There was no patient involvement and no adverse event reported.